Event description:
It was reported that the device reached elective replacement indicator prematurely. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Weekly battery voltage trend data in save to disk file (B)(4) shows min bat equals 2.802 to 2.6320 volts between 05(B)(6) 2011 and (B)(6) 2012 is before device recommended replacement time less than or equal to 2.6251 volt.